Event description:
Further information was received indicating that no x-rays had been taken. A lead fracture was observed during explant surgery. Explant surgery was completed due to patient's infection. Analysis of the returned device found fracture and pitting of both coils approximately 28mm from the electrode bifurcation.

Event description:
Additional information was received indicating that the distal end of the lead electrode showed a break by means of x-ray imaging. The explanted lead was received for analysis. It was reported that the explanted generator was discarded by the explanting facility. Analysis of the lead is underway, but has not been completed to date.

Event description:
It was reported that device diagnostics resulted in high impedance following generator replacement on (B)(6) 2014. X-rays were taken and reportedly did not identify any obvious discontinuities. The patient suffered an infection and once resolved the patient went back to surgery and a lead break was identified. It was reported that the patient did not have efficacy with vns and the devices were explanted. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death.